Event description:
On 10/8/96, the MFR received medwatch report via the FDA for the facility. The report states that on 9/12/96, the device was discovered to have eroded. It additonally states that the device is unvailabale for eval.